Manufacturer narrative:
This report is submitted on 28 august 2020. Attachment: [176145-device analysis report.pdf]

Manufacturer narrative:
This report is submitted on july 17, 2020.

Event description:
Per the clinic, the patient experienced an extrusion of the device through a wound near the implant site. Subsequently, the device was explanted on (B)(6) 2020. The patient has not been reimplanted with a new device as of the date of this report.